Manufacturer narrative:
It was reported that an amulet device was implanted after three partial recaptures. A follow up computed tomography and transesophageal echocardiogram on an unknown date showed the device was migrated with imminent embolization. The anatomy of the left atrial appendage (laa) and choosing the incorrect size device are possible causes for device migration or embolization. Requests were made for additional procedural details surrounding the case (e.g., procedure imaging), however this information was not supplied by the site. Based on the limited information available, it is difficult to determine with certainty the exact cause of the reported embolization. However, information from field indicated that the implanter mentioned the cause of embolization was patient's difficult anatomy. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported surgical intervention was a result of case-specific circumstances as the embolized device was surgically removed. The reported cardiogenic shock, exertional angina, atrial fibrillation, ischemia, elevation of troponins, and death appears to be a cascading effect. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024 , a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f delivery system. During procedure, they tried to deploy the device 2 times but they didn't and moved to a 28mm amulet due to lobe compression. There was no additional product experience other than the mis-sizing occurred for the 25mm amulet and it was removed from the patient prior to release from the delivery cable. A new 28mm amulet and new delivery system was chosen, after satisfying close criteria they implanted the device after 3 partial recaptures. Tension test was performed. On (B)(6) 2024 , follow up computed tomography (CT) and transesophageal echocardiogram (tee) showed the device was migrated with imminent embolization. On (B)(6) 2024 , the amulet was surgically removed. The implanter mentioned the cause of embolization was anatomy of the patient. The patient was reported stable and recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. During procedure, they tried to deploy the device but they didn't and moved to a 28mm amulet. After 5 deployments, they implanted the device. On an unknown date, follow up computed tomography (CT) and transesophageal echocardiogram (tee) showed the device was migrated with imminent embolization. On (B)(6) 2024, the amulet was surgically removed. The implanter mentioned the cause of embolization was patient's difficult anatomy. The patient was reported stable and recovering.